Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the electrogram revealed intermittent loss of capture on the right ventricular (rv) lead. It was also noted that the r waves were diminished and below the normal range with unstable thresholds. A chest x-ray was performed and showed that the lead had lost all slack. The tip still looked attached, yet the lead was pulled taunt causing the intermittent loss of contact and capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.